Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to chronic atrial fibrillation (af) and a new lead was implanted. No additional adverse patient effects were reported.